Manufacturer narrative:
The customer's reported complaint that the rate or target button on the thermogard xp ivtm system (sn (B)(6) is not working was confirmed during functional testing. The rate button was observed to be defective. The root cause of the reported complaint was a failure of the 3 button pc board, possibly attributed to the age of the device. The thermogard xp ivtm system was manufactured in 2019 and is over 6 years old. The device life expectancy is 5 years. The thermogard xp ivtm system failed functional testing due to defective rate button, confirming the reported complaint. No issue was observed with the target button. The 3 button pc board was replaced to address the reported complaint. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with sn (B)(6).

Event description:
The customer reported the rate or target button on the thermogard xp ivtm system (sn (B)(6) is not working. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.